Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia with a blood glucose reading of 312 mg/dl, received guidance to change the infusion set, and levels trended down without a supply change according to engineering logs. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.